Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there may be possible early battery depletion. The device was explanted and replaced. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947-65 implantable tachy lead 2008-(B)(6); 4194-88 implantable pacing lead 2008-(B)(6); 4076-52 implantable pacing lead 2008-(B)(6). (B)(4).